Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had the arctic sun device that had its circulation pump replaced from a previous biomed's repairs. The device continued to show signs of circulation pump issues even after the biomed's repair. They suspect there may be other issues or that the previous biomed may have made a mistake while trying to do the repairs and that biomed was no longer with the biomed company. They would like a quote for an assessment of the device to see what the real issues were. They originally diagnosed failed circulation pump. Assessment of circulation circuit.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-04951. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had the arctic sun device that had its circulation pump replaced from a previous biomed¿s repairs. The device continued to show signs of circulation pump issues even after the biomed¿s repair. They suspect there may be other issues or that the previous biomed may have made a mistake while trying to do the repairs and that biomed was no longer with the biomed company. They would like a quote for an assessment of the device to see what the real issues were. They originally diagnosed failed circulation pump. Assessment of circulation circuit.